Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where hcp reported a broken sensor during the removal procedure; the date of occurrence was not provided. According to the hcp, the surgeon noted that the sensor had been implanted further back in the arm than normal per the patient's preference and was positioned diagonally. During the removal attempt, the surgeon grasped the middle of the sensor, and it broke into two pieces. After the first piece was removed, the patient was taken for x-ray imaging, which immediately identified the second piece, and it was subsequently removed using the clamp. The sensor had been implanted in the arm, though no additional site details were provided, and the vygon kit clamp was used for the removal. All pieces of the sensor were successfully removed; however, they were disposed of and are not available for return.

Manufacturer narrative:
The user reported that sensor broke during the removal process. The sensor pieces were retrieved successfully, but were discarded by hcp. No images were provided either. Thus, no confirmation or further investigation of the complaint was possible.the potential root cause for sensor fracture is usually excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion site may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage is a known and anticipated potential adverse effect which does not require additional investigation. B4.date of this report 29 jan 2026. G3.date received by the manufacturer? 29 jan 2026. H3. Device evaluated by manufacturer?no. H6. Health effect -impact code updated to 4613. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.